Event description:
Pt was treated at hosp for hyperglycemia over a year ago. Pt has subsequently continued to use this pump without experiencing further complications. Pump not returned for evaluation.